Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of a product sample and batch number to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio suture was deployed into patient's sacrospinous ligament but the doctor did not like the positioning so he attempted to pull the suture out to attempt placement again. When he pulled the suture out of the ligament, he noticed that the bullet was missing. X-ray was called and the suture was found in the patient, but the physician could not locate it. The patient's condition was reported as fine.